Event description:
The customer reported "the sensor stopped working when the patient was connected, but there was no breakage on the device. This type of sensor has a higher impedance, resulting in a saturation reading approximately 8-10 points lower than arterial blood gas analysis. This has been reported several times by my team. The perfusion signal is above 1, indicating a good signal and waveform." "The clinicians observed a significant discrepancy between the blood gas measurement and the spo2 measurement." The spo2 measurement from the sensor was 99% and the abg so2 measurement was 83.7%. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the follow-up MDR was filed to make corrections to the following fields in section d. Suspect medical device, g. All manufacturers, and h. Device manufacturers only: d1. Brand name was lncs-ii rainbow; is rd set, d4. Model # was 4067; is 4052, d4. Lot # was blank; is 22m5h, d4. Unique device identifier (UDI) # was (B)(4). G4. PMA/510(k) # was k080238; is k180046. H4. Device manufacture date was blank; is 11/24/2022. H3 other text: sensor not returned.

Event description:
The customer reported "the sensor stopped working when the patient was connected, but there was no breakage on the device. This type of sensor has a higher impedance, resulting in a saturation reading approximately 8-10 points lower than arterial blood gas analysis. This has been reported several times by my team. The perfusion signal is above 1, indicating a good signal and waveform." "The clinicians observed a significant discrepancy between the blood gas measurement and the spo2 measurement." The spo2 measurement from the sensor was 99% and the abg so2 measurement was 83.7%. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text : sensor not returned.